Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was successfully implanted in the lad. On the next day, patient suffered from rectal bleed. Event was treated with blood transfusion and medication. Investigator assessed that the event was not related to index device, but possibly related to antiplatelets medication. Patient is recovered. Patient was on dapt at the time of the event.

Manufacturer narrative:
A second resolute onyx device was implanted in the lad during the index procedure. The cec adjudicated the event as: event definition 1: (B)(4). If information is provided in the future, a supplemental report will be issued.